Event description:
Patient had bloody secretions - md was notified with no action. Patient's o2 sat had dropped to about 60% the previous night. Bedside rn and rt bagged patient to get o2 saturation up. Rn mentioned trach might have broken during bagging the night before. Trach holder for inner cannula was completely detached from trach plate. Difficult for pt to get adequate tidal volumes due to broken trach (not staying in one spot). Trach eventually changed the day of the bloody secretions per md at bedside. Pt tolerated procedure well. The defective trach was initially placed in the or 8 days prior to event occurring.manufacturer response (as per reporter) for tracheal device, tracheostomy tube shiley 8 cuff:awaiting response.